Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator was not working. The air gas module, pneumatic back-plane printed circuit board pcb and o2 sensor cable were found defective and replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator was not working. There was no patient involvement. Manufacturer's ref #: (B)(4).